Event description:
Caller states pt received results of 160 mg/dl and 90 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.